Manufacturer narrative:
(B)(4). G2: denmark. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2023 -02180. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the instrument would not deploy the anchor. The procedure was completed with another instrument. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified both devices were returned with no sutures or anchors. Sample 1 was cycled at least one time and is in between the second cycle. The tabs on the front end have been fractured on sample 1 as well. Sample 2 was cycled 2 times and the push button on both devices move freely. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.